Event description:
It was initially reported that an incomplete diagnostics occurred and resulted in the patient's settings being changed. There was a final interrogation prior to the patient leaving however the settings were not corrected prior to the patient leaving. The settings were not corrected until a later date.

Manufacturer narrative:
Analysis of programming history